Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("plastic sheath remained around implant at the time of the implant release") and post procedural haemorrhage ("bleeding") in a 42-year-old female patient who had essure (batch no. E71802) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "the intra-cavity coils of the implant by removing stretched plastic sheath with pliers" on (B)(6) 2017 and device deployment issue "incorrect position of the implant at the end of the placement procedure" on (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 1 day after insertion of essure, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("placement procedure duration increased"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). At the time of the report, the device breakage, complication of device insertion and post procedural haemorrhage outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and post procedural haemorrhage with essure. The reporter commented: removal with "jj removal pliers" was required which increased placement procedure duration. Clinical consequences observed: possible subsequent removal of the implant for bleeding or bad position with general anaesthesia. On (B)(6) 2017: catheter plastic sheath around the implant broke. Implant release with no difficulty on the left, but after easy catheterization of the fallopian tube implant did not deploy correctly as there was a sheath around the implant which avoid the coils deployment. Plastic sheath was removed with pliers during the hysteroscopy for essure placement with as consequence the stretching of the intra-cavity coils of the implant (implant remained in place). Broken pieces were retrieved from uterus, device was not available. There was no injury to the patient. Waiting for the patient return for the essure confirmation test three months post placement to evaluate efficiency (left tubal patency interruption) and tolerance (metrorrhagia) of the implant. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-oct-2018: update of quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("plastic sheath remained around implant at the time of the implant release") and post procedural haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure (batch no. E71802) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the intra-cavity coils of the implant by removing stretched plastic sheath with pliers" on (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant), device deployment issue ("incorrect position of the implant at the end of the placement procedure") and complication of device insertion ("placement procedure duration increased"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). At the time of the report, the device breakage, device deployment issue, complication of device insertion and post procedural haemorrhage outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage, device deployment issue and post procedural haemorrhage with essure. The reporter commented: removal with "jj removal pliers" was required which increased placement procedure duration. Clinical consequences observed: possible subsequent removal of the implant for bleeding or bad position with general anaesthesia. On (B)(6) 2017: waiting for the patient return for the essure confirmation test three months post placement to evaluate efficiency (left tubal patency interruption) and tolerance (metrorrhagia) of the implant. Device is not available. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 17-aug-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1682 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 12-sep-2017: device breakage details received: breakage diagnosed during placement. Catheter plastic sheath around the implant broke. Breakage description: implant release with no difficulty on the left, but after easy catheterization of the fallopian tube implant did not deployed correctly as there was a sheath around the implant which avoid the coils deployment. Essure was not removed. Plastic sheath was removed with pliers during the hysteroscopy for essure placement with as consequence the stretching of the intra-cavity coils of the implant (implant remained in place). Broken pieces were retrieved from uterus, device was not available. No other new medical information was provided. Case closed. This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("plastic sheath remained around implant at the time of the implant release") and post procedural haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure (batch no. E71802) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "the intra-cavity coils of the implant by removing stretched plastic sheath with pliers" on (B)(6) 2017. On an unknown date, the patient had essure inserted. On (B)(6) 2017, 1 day after insertion of essure, the patient experienced device breakage (seriousness criterion medically significant), device deployment issue ("incorrect position of the implant at the end of the placement procedure") and complication of device insertion ("placement procedure duration increased"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). At the time of the report, the device breakage, device deployment issue, complication of device insertion and post procedural haemorrhage outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage, device deployment issue and post procedural haemorrhage with essure. The reporter commented: removal with "jj removal pliers" was required which increased placement procedure duration. Clinical consequences observed: possible subsequent removal of the implant for bleeding or bad position with general anaesthesia. On (B)(6) 2017: catheter plastic sheath around the implant broke. Implant release with no difficulty on the left, but after easy catheterization of the fallopian tube implant did not deploy correctly as there was a sheath around the implant which avoid the coils deployment. Plastic sheath was removed with pliers during the hysteroscopy for essure placement with as consequence the stretching of the intra-cavity coils of the implant (implant remained in place). Broken pieces were retrieved from uterus, device was not available. There was no injury to the patient. Waiting for the patient return for the essure confirmation test three months post placement to evaluate efficiency (left tubal patency interruption) and tolerance (metrorrhagia) of the implant. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 13-sep-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.726 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 12-sep-2017: device breakage questionnaire received. Patient´s demographic data was provided. Essure was inserted on (B)(6) 2017 and it was not removed. The event the intra-cavity coils of the implant by removing stretched plastic sheath with pliers was added. Breakage diagnosed during placement. Case closed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("plastic sheath remained around implant at the time of the implant release") and post procedural haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure (batch no. E71802) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "the intra-cavity coils of the implant by removing stretched plastic sheath with pliers" on (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 1 day after insertion of essure, the patient experienced device breakage (seriousness criterion medically significant), device deployment issue ("incorrect position of the implant at the end of the placement procedure") and complication of device insertion ("placement procedure duration increased"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). At the time of the report, the device breakage, device deployment issue, complication of device insertion and post procedural haemorrhage outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage, device deployment issue and post procedural haemorrhage with essure. The reporter commented: removal with "jj removal pliers" was required which increased placement procedure duration. Clinical consequences observed: possible subsequent removal of the implant for bleeding or bad position with general anaesthesia. On (B)(6) 2017: catheter plastic sheath around the implant broke. Implant release with no difficulty on the left, but after easy catheterization of the fallopian tube implant did not deploy correctly as there was a sheath around the implant which avoid the coils deployment. Plastic sheath was removed with pliers during the hysteroscopy for essure placement with as consequence the stretching of the intra-cavity coils of the implant (implant remained in place). Broken pieces were retrieved from uterus, device was not available. There was no injury to the patient. Waiting for the patient return for the essure confirmation test three months post placement to evaluate efficiency (left tubal patency interruption) and tolerance (metrorrhagia) of the implant. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 28-sep-2017 for the following meddra preferred term: device breakage: the analysis in the global safety database revealed 1756 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("plastic sheath remained around implant at the time of the implant release") and post procedural haemorrhage ("bleeding") in a female patient who had essure (batch no. E71802) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant), device deployment issue ("incorrect position of the implant at the end of the placement procedure") and complication of device insertion ("placement procedure duration increased"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). At the time of the report, the device breakage, device deployment issue, complication of device insertion and post procedural haemorrhage outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage, device deployment issue and post procedural haemorrhage with essure. The reporter commented: removal with "jj removal pliers" was required which increased placement procedure duration. Clinical consequences observed: possible subsequent removal of the implant for bleeding or bad position with general anaesthesia. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 17-aug-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1682 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.